Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. During routine use of the automated impella controller, an rn attempted to load a new purge cassette and initiate priming. The console did not recognize the purge cassette, and priming could not be completed. No additional details were provided, and no patient harm was reported.

Manufacturer narrative:
D2a and d2b revised as they were removed incorrectly on the initial report that was submitted. E1 added zip code extension as it was omitted from the initial report that was submitted. H6 code c20 was reported incorrectly on the initial report and should of been reported as c21 as the investigation was pending. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Data review: the console logs were partially consistent with what was reported in the complaint. Although it was reported that the console could not recognize the purge cassette, the logs showed that the console actually had trouble detecting the purge disc. The logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. Device analysis: the console was sent back to field service for further investigation. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. Root cause: the console did not have any evident purge cassette recognition issues. However, the purge disc flag on the console was observed to be broken and was the root cause of the console¿s inability to detect the purge disc. The possible root causes of a fracture of the purge flag which is not tied to a manufacturing or design defect, typically caused by fluid ingress into the purge pressure sensor assembly. The console did not have any evident purge cassette recognition issues. Product history review summary: there were no issues related to the complaint discovered when reviewing the product history of the console.